Event description:
Reporter alleged, she obtained a blood glucose result of 1500 mg/dl on the advantage system, which is outside the numeric reading range of 10-600 mg/dl of the device. Reporter stated being tested at the hospital, where a result of 1000 mg/dl was obtained 30 minutes later, however does not recall how she arrived to the hospital. Reporter indicated she was treated with insulin and hospitalized for 3 days. No other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.